Event description:
The reporter stated that she had a local reaction to the product that was implanted. The product was implanted in a procedure intended to alleviate symptoms of osteoarthritis in her thumb at the base joint. Since the first surgical procedure she reports having inflammation, swelling of the top part of the thumb, and pain at rest. A second surgical procedure was performed in 2008, after which the reporter was advised that she had a foreign body reaction, that the base of the thumb joint is eroded away and that one bone is riding over another.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.